Manufacturer narrative:
PMA/510k: no patient was involved in this event. The PMA# provided is associated with most recent device approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module had a bent pin in the system monitor port.

Event description:
The product was not in use on a patient at the time of the event. The bent pin was noticed when trying to insert the blue tooth adapter for the heartmate touch.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged pin was confirmed with the evaluation of the returned power module (serial # (B)(6). Visual inspection of the power module confirmed a bent/damaged pin within the display socket that was preventing connection to the test monitor cable. The damaged pin appeared to have been deformed during insertion of the system monitor cable. A root cause that attributed to the damaged pin could not be determined during the evaluation. Repair was not performed due to the age of the power module. The power module was scrapped and will not return to the rental pool. Device history records were reviewed. The device was manufactured in accordance to mfg and qa specifications. The heartmate ii power module (serial #(B)(6) was turned into a rental unit on 02jun2014. The power module instructions for use (section 5) covers all alarms (visual and audible) on the power module and what actions should be performed when they do occur. The heartmate ii instructions for use (IFU) and heartmate 3 IFU have details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.